Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Technician reported laser was not able to acquire track on one eye. During follow up communication, the technician stated that they were able to track on the eye after orienting patient's head and eyes, after which they were able to complete the treatment.